Event description:
It was reported that the rover had smoke issues. No additional information was provided.

Manufacturer narrative:
A field service representative was dispatched to the user facility and the rover was evaluated. It was discovered that the smoke evacuator was operating loudly, so the smoke evacuator assembly was replaced. The unit passed all other performance specifications and was returned to use.